Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a bilateral iliac aneurysm approximately six months ago. At the time of implant coils were placed in the internal iliac arteries; however, the stent graft was not extended down far enough on the right side (ispsilateral) because the coils were obstructing the view. There was no endoleak at the time and everything looked fine. It was reported at the patient follow-up appointment a distal type 1 endoleak was found on the right side and it was filling the iliac aneurysm. The stent graft was extended down into the right external iliac and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak) 212 unapproved use of device (not extending distally enough at implant due to poor visualization), evaluation, conclusion: (B)(4) operational context contributed to event (not extending distally enough at implant due to poor visualization).